Event description:
Reportable based on device analysis completed on 14-may-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the right coronary artery. A 3.00x38mm promus element ¿ long stent was advanced but was unable to cross the lesion. The procedure was completed using another promus stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. The struts from the centre of the stent extending proximally were severely stretched and distorted. This type of damage is consistent with the stent meeting resistance or an obstruction during the advancement of the device. The distal stent was undamaged and the stent outer diameter (od) was measured which meets the requirements of product specification. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).